Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and based on the information provided, a cause for the reported difficult to close the clip and difficult to remove from anatomy cannot be determined. Unspecified tissue injury is related to the difficult to remove the clip from the anatomy. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and advanced under the valve. However, while grasping, the clip was unable to close past 60 degrees. The clip was opened and retracted into the right atrium (ra). The clip was able to fully close and was removed from the anatomy. While outside the anatomy, a piece of tissue, suspected to be from the eustachian valve, was seen on the clip arms. It is suspected that during removal, the clip was caught on the eustachian valve. A new clip was inserted and successfully deployed, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.